Manufacturer narrative:
(B)(4).

Event description:
Customer states that after anastomosis, the device was unable to be removed from the cavity with normal procedures. Therefore, the surgeon removed the device as it is. The staple line was sutured manually since the leak was found during the test. After three days, the leak continued. Additional surgery was performed and an artificial anus was used. Additional tissue resection was required due to the issue. There was tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The device was removed from the tissue by force and tissue damage was caused. No bleeding occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection revealed that the device had been exposed to extreme, which caused the deformation of several components, including but not limited to: the anvil cutting ring, twist knob, and tactile stop. Inspection under the microscope displayed nicks on the knife blade. A staple was observed to be embedded in the cutting ring. Cross cutting staple line marks were also observed on the mylar cutting ring. During functional testing, the tactile stop disengaged. The test media was partially cut and a full complement of staples was deployed and properly formed. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The observed secondary condition was likely caused by plastic deformation when exposed to extreme heat during a sterilization process. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Additional information provided by the account: the patient is fine. The device cut the tissue. The anvil did not tilt prematurely.